Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument 2 false positive results were obtained for shiga-toxin. Upon retesting the result was negative. Results were not reported and there was no report of patient impact. Assay used: unknown the following information was provided by the initial reporter: it was reported that false positive results.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument 2 false positive results were obtained for shiga-toxin. Upon retesting the result was negative. Results were not reported and there was no report of patient impact. Assay used: unknown the following information was provided by the initial reporter: it was reported that false positive results.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they received a false positive result for shigatoxin with low amplification, while shigella has amplification but is called negative. No further action was taken and the issue was determined to be due to cross contamination. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct0597 and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consisted of the database and run files. Review of the run 3900 shows that on lane b1, amplification can be observed for both rox and cy 5 channel for shig and stx respectively. Since stx amplification was observed in the raw channel, the positive is considered true. Shig amplification on background shows that it is slightly delayed than stx. Ebp has additional threshold in which shig did not meet and was called negative. Root cause cannot be determined with the information provided. Complaint is unconfirmed due no information provided that alluded to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument 2 false positive results were obtained for shiga-toxin. Upon retesting the result was negative. Results were not reported and there was no report of patient impact. Assay used: unknown the following information was provided by the initial reporter: it was reported that false positive results.